Event description:
The customer called for help with her contour system. She performed control tests during the call and received 2 results of "lo". The normal control range was 102-141 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips and a new meter were sent to the customer.